Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not powering on all the way. The led light on the device was turning on, but the device's display remained black. This can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There was a patient involved in the reported event; however, there were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device was not powering on all the way. The led light on the device was turning on, but the device's display remained black. This can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There was a patient involved in the reported event; however, there were no reports of adverse effects to the patient as a result of the reported issue. The customer later confirmed that the patient involved in the event, a (B)(6) male, survived. They were only monitoring his vital signs during the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a faulty crystal, designator y1, on the single board computer (sbc). The faulty crystal caused the system pcb assembly to intermittently fail to boot up. The customer provided physio-control with the information on the patient who was involved in the reported event. The patient, a (B)(6) male, survived the event. Sections have been updated to include this additional information.